Manufacturer narrative:
Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler or cycler set. Additionally, there is no allegation of a malfunction against the cycler, cycler set or any fresenius product. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was diagnosed with peritonitis on (B)(6) 2017. The patient was not hospitalized and was treated with antibiotics (vancomycin). The patient is continuing continuous cycling peritoneal dialysis (ccpd) therapy on the cycler with no reported issues.